Event description:
The customer reported on (B)(6) 2014 at 4:00 pm he activated a new pod by the next day ((B)(6)) at 11:00 am he wasn't feeling well so he checked his blood glucose it was reading 403 mg/dl. He decided to deactivate the pod and noticed the cannula was bent. There was also blood noted around the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.